Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found the customer reported that the instrument displayed the error message and could not be used. The instrument had a blade broken at the base with no damage to adjacent components; the broken piece was not returned, and any missing fragment size could not be confirmed. In-house testing showed a consistent generator self-test failure, with the system repeatedly displaying replace the instrument, aligning with the customer¿s reported issue. The probable root cause of the broken blade detached fragment and functional test failure is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage noted on the harmonic ace. The damage did not result in the detachment of any part of the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted distal gastrectomy surgical procedure, the error message "please keep away from the patient" appeared for 8mm harmonic ace instrument and it could not be used. Backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.